Manufacturer narrative:
Device investigation narrative - one service replacement powermax elite motor drive unit, part number 72200616s was received on june 06, 2016 and confirmed to be serial number (B)(4). A functional evaluation was performed and presented a motor stall error and heating of the hand piece. A visual inspection of the exterior of the device was performed and no damage was observed. Corrosion was observed on the cable assembly connection and gearbox fork assembly. The motor and gearbox could not be removed from the housing for further assessment due to corrosion. A review of the manufacturing records shows that this unit was released to distribution on or about may 16, 2012. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the powermax elite mdu hand control unit got hot. Procedure completed with a back-up device. It was reported that there was no delay in the procedure nor patient injury associated with this event.